Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. Per tandem¿s cartridge instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via correction bolus. System check with tandem technical support identified that the customer is reusing cartridges and using off label insulin (fiasp). Tandem technical support educated the contact that the cartridges are intended for single use and that the pump is indicated for use with novolog or humalog insulin. The customer acknowledged the identified issues contributed to the high bg.